Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s hippa son reported via phone call that the b button on the insulin pump was not allowing to do anything. The customer¿s blood glucose level was 315 mg/dl, 310 mg/dl. Customer stated they did not enter blood glucose to do a bolus. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) bolus express button dome switch. No unlocked lcd keypad connector noted.